Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, the patient will undergo a revision of an infinity tar with a prophecy invision case. No additional information is available at this time.